Event description:
Treatment of an unruptured saccular small aneurysm measuring 3 mm x 3 mm in the distal segment of the right internal carotid artery (ica). It was reported that the patient with an extremely tortuous anatomy (had five 180 degree turns to navigate through) underwent pipeline embolization treatment on (B)(6) 2013. The first ped (pipeline embolization device) (4.00mm x 12mm) could not be released from the capture coil. The second (4.00mm x 16mm) and third (3.75mm x 16mm) peds would not open as they were deployed across the first turn. The physician decided to stop the treatment after the third device failed. All three pipeline devices were corked and removed from the patient without issues. No patient injury was reported as a result of the procedure. Same event as mdrs: 2029214-2013-00862 and 2029214-2013-00864

Manufacturer narrative:
The pipeline was returned for evaluation without the catheter or the pushwire. The event cause could not be determined as the pipeline was found to be opened with damaged braids which may have contributed to the reported issue. (B)(4).